Event description:
The initial reporter received questionable ise indirect na for gen.2 results for an unspecified number of patient samples tested on the cobas integra 400 plus. The reporter stated that their sodium results have been running low. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory and was reported as "critical". The patient sample was rerun on another analyzer. The initial result from the analyzer was 120 mmol/l. The repeat result from the other analyzer was 138 mmol/l. The repeat result was deemed correct. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found one of the probes to be bent. He then replaced the probe. He performed instrument checks, ion-selective electrode (ise) calibrations, and a 21-cup precision test with successful results. The customer performed calibrations and qc with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.